Event description:
It was reported that the system had a collimator iris pot error. This malfunction is not a by passable error and will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.